Event description:
Patient was (B)(6) with neuromuscular scoliosis presenting with thoracolumbar curve of ~ 85 degrees. He was being treated with our small stature system using a combination of reduction and normal profile polyaxial screws. Dr. (B)(6) switched rods, switched sides, and took about two hours to finally get the rods in without significant screw pull out.